Manufacturer narrative:
During follow-up, the patient said there were no defects or malfunction with the m14 product.

Event description:
Intermittent catheter patient (user) said he's being treated for a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said he was prescribed an antibiotic, took the full course, and recovered completely.